Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump exhibited lec 1820 and had a damaged case. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy 6400 pump was returned for analysis. Functional testing was performed; pump was observed to be displaying "1820" error code message on power up. Upon visual inspection the rear housing was damaged to the left upper hand corner. Based on the evidence, the root cause is unknown as the complaint is not confirmed.